Manufacturer narrative:
Additional information was received stating that the failure was due to the flash card which will not occur during use and only during the start up. The initial report was not a reportable malfunction. Additional information was received stating that the failure was due to the flash card which will not occur during use and only during the start up. The initial report was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient involvement.